Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular defibrillation lead exhibited pacing impedances of 2550 ohms and high thresholds. The trend of the impedance revealed a gradual increase. The decision was made to perform another follow up visit in the near future as the device was at elective replacement indicator. The lead will likely be replaced at the time of the replacement procedure. A save to disk was performed and sent to a boston scientific crm technical consultant for review. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. A boston scientific crm technical consultant reviewed the save to disk and discussed that according to the daily measurements; shock impedances were stable, intrinsic r-waves were stable, thresholds were increased, and the right ventricular lead impedance had increased over the past 12 months from 2200 to 2550 ohms. The lead impedance and pacing threshold were unexpectedly high. A lead revision was advised during the scheduled device replacement. Should additional information become available an amended report will be submitted.